Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the site's complaint history revealed patient identifier (B)(6) is a related record of patient identifier (B)(6). Verification of the event details via system logs cannot be performed at this time because there is insufficient event date or log file information. No stapler instruments were found in the log files for the date reported. No part and lot numbers were provided. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an unspecified issue with a stapler instrument. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer experienced unspecified stapler instrument issues. Reportedly, the customer attempted to reseat the drapes and attempted to use multiple staplers and reloads on all instrument arms; however, the issue persisted. All other instruments worked normally. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no injury reported. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.